Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer was performing a vascular diagnostic procedure, and the procedure was completed by using mobile injector. The philips field service engineer (fse) inspected the system onsite and confirmed that the injector coupling was not working correctly. Fse identified that a wrong cable was used to connect the injector to the azurion system because of that injector was not able to communicate with the azurion system. The third party fse order the injector cable and the philips and third party fse replaced the injector cable with the correct one. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device did not show the image following the injection of dye into the patient. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.